Event description:
It was reported polyglycolic acid fast absorbing suture broke while stitching a patient. (Lot# 190213-56) the event occurred during skin surgery but did not cause a delay in procedure. There is no indication of the patient experiencing an adverse event.

Manufacturer narrative:
Report amended to reflect test results from issue sample.

Event description:
It was reported polyglycolic acid fast absorbing suture broke while stitching a patient. (Lot# 190213-56) the event occurred during skin surgery but did not cause a delay in procedure. There is no indication of the patient experiencing an adverse event.